Event description:
The complainant reported that a patient was implanted with an impella device for mechanical circulatory support. It was reported that the placement signal was unreliable.

Manufacturer narrative:
No product was returned. Placement signal issue: clinical details noted a psnr alarm on the day of implant. Data log review showed variation in ps/pap with increases, decreases, and going out of range throughout the case. Psnr (alarm 1051) was triggered, which is associated with the dp sensor. During one increase in ps/pap on (B)(6) 2025, there appeared to be periodic jumps in ps/pap with each increment being 10-20 minutes. It is unknown what was occurring with the patient at this time. Pump flow was also affected by the variation in ps. The optical parameters and cvp were stable (besides a shift in 5s parameters when the console was exchanged on (B)(6) 2025). The cause of the placement signal issue was not determined since insufficient clinical details were provided and no product was returned. The pump sn (B)(6) passed all post-sterile inspection checks.